Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice during prime, the home patient (hp) reported that he had disconnected the bags and used a new cassette, but kept the same bags. The baxter technical service representative (tsr) explained that the setup was compromised and advised the hp to use a new setup. The hp would use new setup. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported problem, the nurse would not provide any further information regarding the reported problem.

Manufacturer narrative:
(B)(4). This complaint for a use error was not confirmed. The cause is that the patient reused solution bags. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.